Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 342 mg/dl. During troubleshooting with tandem technical support (cts), a system check was performed. The customer reported the time was off by an hour. Cts assisted the customer in changing the pump time to the correct time for the customer's time zone. During the call the customer changed the infusion set site and delivered a bolus to stabilize bg level.